Event description:
It was reported that the personal diabetes management (pdm) battery was not holding a charge for long.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation. Lot release records were reviewed and the product lot met all acceptance criteria.